Event description:
Customer reported that the "c" button of her freestyle blood glucose monitor had "broken off," and the customer reported that after this occurred, they were not monitoring their blood glucose, and that they also were not eating. The customer then reported experiencing symptoms of hypoglycemia, losing consciousness, and entering into a comatose state for approximately 3 to 4 days while at home. The customer reported her roommate cared for her during this timeframe. Exact treatment administered in order to stabilize glucose levels is unknown.

Manufacturer narrative:
The customer's product has been requested back for an investigation, a follow-up report will be filed once investigation results are available. It is to be noted that a missing "c" button does not prevent the meter from performing a blood glucose test.